Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a right lower extremity revascularization procedure using a 6f sheath. Reportedly, when attempting the first device, a cuff miss [suture retrieval issue] occurred. A second proglide device was attempted; however, the plunger could not fully engage and no "click" was heard. There was difficulty removing the device. After cycling the foot a few times, the device eventually came out. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.